Event description:
A one-third tubular plate implanted for a right clavicle fracture, was noted as broken. Broken plate was removed on an unknown date.

Event description:
Pt sustained an open, minimally comminuted right clavicle fracture in an atv accident. During a procedure to remove the broken device, patient was diagnosed with non-union and another plate and leg screw with autograft was implanted anteroinferiorly.